Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4) displayed a user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.